Manufacturer narrative:
Additional information: in section of the initial medical device report it was stated that an explant of the intraocular lens was planned. However as a result of follow up, additional information was received and it was learned that the explant procedure was not performed and will not be. According to the physician the patient has bad endothelium (with low cell count) and an explant could cause ocular transplantation, which the patient does not want to be submitted. The physician will not make any intervention in this case. Device evaluation the device was not returned to the manufacturer for evaluation as the lens remains implanted. Photos of the device while in patient's eye was received, however the lens opacification cannot be determined and verified device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. However an explant is scheduled. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zcb00 23.0 diopter intraocular lens (iol), the surgery resulted in patient having a low visual acuity with correction (20/100). At one day post-op it was observed that the lens has some opacification. The patient had a nuclear cataract at 3+ and methylcellulose vistagel is noted. Through follow up, it was learned that the lens is planned to be explanted. No further information was provided.